Event description:
Customer reported that a malfunction occurred while they were in the sun all day and kayaking, with a potential for the pump to have gotten wet, although it felt dry. The malfunction was identified as code malf 12, but no adverse impact to the customer's blood glucose level was reported, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, which the customer completed successfully, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue returned, which was acknowledged and understood.